Event description:
Patient revised for pain. Surgeon decided to down size femoral component and clean up scars.

Manufacturer narrative:
The products were not returned for examination. Product information required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of products to examine and insufficient product information. The initial reporting indicated the products were not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.